Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the balloon had burst. The team performed a cut straight down the delivery system and none of the balloon was left in the patient. The team post dilated with a 22mm non-edwards balloon completed after the delivery system was removed. The patient was confirmed as stable and in recovery with no other issues.

Manufacturer narrative:
D4 UDI: (B)(4).investigation is ongoing.